Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 700-1100 mg/dl and the cause was not known. No issues were observed with the pump supplies. A correction bolus and insulin injections were used to address the high bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. The customer was discharged on (B)(6) 2018. High bg/dka were resolved.